Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a lesion with 95 percent stenosis degree in a lad branch. Because the lesion was calcified, the stent did not pass, and another stent was used. The intervention was completed.

Manufacturer narrative:
Combination product: yes 07-feb-2024 updated description an orsiro drug-eluting stent system was selected for treatment of a lesion with 95 percent stenosis degree in a moderately tortuous segment of the proximal lad. It is unknown if the lesion was pre-dilated. The complaint device was introduced into the patient but because of the calcified lesion the stent did not pass. Another stent was used to finalize the intervention. Initially, it was reported that the complaint device will become available. A wrong device was returned and clarified that the actual complaint device was scrapped in the hospital. Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations, no material or manufacturing related root cause could be determined. Considering the physicians event description, the root cause for the complaint event is most likely related to the patients anatomy (i.e., calcified lesion).